Event description:
A 6060 pump was set in the intermittent mode as follows: no delay delivery; total: 24 hrs; 2 doses; programmed in ml's; dose time 2:30; dose volume 122.0 ml (1.5 g); intermittent ko 0.4 ml/hr. After the infusion, it was noted that the continuous profile that was programmed in the pump was at a rate of 46 ml/hr. It was reported that the bag emptied in approximately 3 hours. Per the nurse, when the patient was asked if patient tampered with the pump, pt was quick to answer that pt didn't. The pump was not locked out. There was no negative impact to the patient involved.